Event description:
Procedure: pneumonectomy. According to the reporter: the user fired the stapler across the pulmonary vein. It was thick but seemed to fire properly. When he opened the instrument there was a large amount of bleeding. Staples did not form properly or did not hold in place. Blood loss was reported as approximately 200cc. Cardiac surgeons repaired the vein and controlled the bleeding. The case was extended beyond 30 minutes. Patient has recovered. Length of hospitalization was not extended due to this incident.

Manufacturer narrative:
(B) (4). (B) (4).